Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. Reason for reoperation: silicone migration.

Event description:
Healthcare professional later reported "contracture and lymph node infiltration."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker's grade of capsular contracture: iii.

Event description:
Patient reported "capsular contracture, with silicone leakage into the lymph nodes". Patient later reported "baker's grade of capsular contracture: iii". Patient later reported "axillary lymph nodes with hypersignal in a specific sequence for silicone evaluation are identified (findings suggestive of lymph node infiltration by silicone), a 0.9 cm intramammary lymph node is identified in the uoq of the breast" and "suggestive signs of contracture on the lymph nodes compatible with silicone infiltration". This record is for the left side. The device remains implanted. Unknown if the device will be returned.